Event description:
A malfunction alarm was reported by the customer, with the malfunction code displayed as malf 0. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump and confirmed the customer's shipping address. The customer was advised to use multiple daily injections as a backup therapy and was instructed to put the pump into storage mode before returning it using a pre-paid label within ten days.